Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin pump had unresponsive buttons and frozen display. Customer¿s blood glucose level was 20.3 mmol/l. Customer was advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was also advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the sleep current measurement, active current measurement, self test and displacement test or verify frozen screen due to unresponsive buttons.